Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record could not be performed. All process and test criteria are verified as complying with qa specifications for all product lots prior release to market. The visual examination of the provided sample shows that: the sample was not returned in its original packaging but placed in a specimen container. The mesh was found contaminated by blood and flesh covered almost the entire sample (visceral adhesion?). The mesh was found wet (formalin?) And thick. The reported condition was confirmed. The visual examination (dimension, shape and textile) of the returned sample confirms that the mesh implanted was not a pco4vp. It seems to correspond to a parietex composite mesh or parietex optimized composite mesh. The returned sample was too damaged and didn¿t allow us to certify the range. It should be noted that ¿initial operation was done over 12 months ago and surgeon had not recorded lot number¿. The mesh was explanted due to a recurrence of hernia. No trace of collagen was visible which is normal due to the period of implantation (12 months). Moreover the information regarding the size of the defect pr ovided by the surgeon was ¿adv approx. 10cm defect¿ and the patient weight was 126 kg. As no information on his height was provided his bmi cannot be fixed. The product ifus which accompanies each device states in chapter ¿warnings and precautions¿ that ¿in order to maintain the elasticity and the porosity of the reinforcement, it is recommended that the mesh should not be overly stretched when it is being put in place. A moderate and equal tension in all directions, should be applied.¿ it should be noted that ¿more than 20¿ fixations were applied (absorbatack). The product IFU which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿the edge of the reinforcement is to be from 2 to 5 cm over the edges of the orifice(s), according to the size of the defect and to the size of the reinforcement. The technique used to anchor the mesh (suture, tacks or staples) is left up to the practitioner. The technique used must be anchored on the textile base and not only on the absorbable film.¿ the reported adhesion is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which accompanies each device states in chapter ¿possible complications¿ that ¿these complications include, but may not be limited to : seroma/ hematoma / recurrence / adhesions/ chronic pains/ infection / inflammati on/ allergic reactions to the components of the product.¿ the reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. A search for like/similar events could not been performed as the lot number and/or the product reference were not provided. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: one device was returned for investigation. A review of the device history record could not be performed. All process and test criteria are verified as complying with qa specifications for all product lots prior release to market. The visual examination of the provided pictures shows that: 4 photos were provided showing a zoom on some parts of the mesh, no photo gives a vision of the whole mesh. On each of these 4 photos, 2 different parts are visible: one is well integrated and the other is only contaminated by blood, there is no tissue adhesion. Pcovp is composed of 2 different textile um9 (green pet monofilament) and hpb (white pet monofilament). The hpb textile seems to match the pictures provided but there is no green textile and expanders on these pictures. Several holes are visible on all the pictures (about 2 to 6 stitches). The quality of the picture does not allow us to confirm the mesh reference and the dimensions. The reported condition was confirmed. It should be noted that the incident reported that the ¿initial operation was done over 12 months ago¿ and that the information regarding the size of the defect provided by the surgeon was ¿adv approx. 10cm defect¿. The reported adhesion is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use(IFU) which accompanies each device states in chapter ¿possible complications¿ that ¿the possible complications associated with the use of device composite ventral patch are those typically associated with surgically implantable materials: seroma, hematoma, mesh migration, recurrence, infection, chronic pain, inflammation, visceral adhesion, allergic reactions to the components of the product, fistula formation¿. It should be noted that ¿more than 20¿ fixations ere applied (absorbatack). The product IFU which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿5. Double armed suture needles are recommended to facilitate fixation. Lift the first green flap by pulling on its attached yarn. Place suture fixation points, from below up in the green flap, as close to the periphery of the mesh as possible (figure 5). Repeat the fixation for the three (3) other green flaps.¿ the reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. A search for like/similar events could not been performed as the lot number and/or the product reference were not provided. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the operation for the repair of recurrent ventral hernia, as the surgeon was removing the previously implanted mesh the surgeon noticed the mesh had several holes in it in various different places. The tissue had integrated very well in the mesh and there were several bowl adhesions to the mesh. Another mesh was used for the re-operation.